Manufacturer narrative:
H3: the device was received for evaluation. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual and functional tests were performed, and a defective downstream occlusion (dso) sensor was found. The customer's problem was replicated. The cause of the problem was a defective dso sensor, and it was replaced to fix the issue.

Manufacturer narrative:
E1 - initial reporter facility name: (B)(6) center. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device exhibited "cassette not detected". The event occurred during priming at the facility. There was patient involvement, and no patient harmed reported.